Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was unable to be duplicated. Upon investigation, the response button was not functional. The response buttons were then functional when paired with a working ca board. The root cause of the response buttons could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.